Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and ensure the correct placement of the cartridge and its components, clean the pneumatic tap area, and follow on-screen instructions. The customer was able to successfully load the cartridge onto the pump and resume insulin administration.